Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2022. Blood glucose reading was 200 mg/dl at time of hospitalization. Customer reported that they had a symptoms like nausea at time of hospitalization. Customer was treated with intravenous insulin drip for high blood glucose. Customer also reported insulin flow block alarm. No further patient complication were reported. Device will not be return for analysis.